Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor was giving inaccurate readings and that the insulin pump went into threshold suspend when it should not have. The blood glucose reading was 205 mg/dl. Customer was unable to provide the data from the insulin pump. Customer reported that when the blood glucose reading was 243 mg/dl the sensor glucose reading was 59 mg/dl. Troubleshooting was unable to determine the cause of inaccurate sensor readings. The sensor glucose graph was not trending in the same direction as the blood glucose. Customer also reported receiving a bad sensor alert. He stated this alert occurred after the initialization period and after a second consecutive calibration error. Customer was unable to provide the expiration date of the sensor. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.